Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm while connected to 14v batteries was not confirmed as no log files were submitted for review and the system controller was not returned for analysis. Additional provided information indicated that the patient observed low voltage alarms when 2 led bars were illuminated on the batteries. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explain how to troubleshoot all alarms, including the low voltage alarms, and the actions to take if the issue does not resolve. Additionally, the patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was concerned that the batteries were not charging properly and that the system controller would present with low battery advisory alarms even though the on-battery power gauge displayed 2 green bars.